Manufacturer narrative:
The hydros motorpack was returned for investigation. The treatment log files were reviewed and e451 and e910 errors were observed; confirming the reported failure. Visual inspection confirmed that the cable was damaged. Upon functional testing, the hydros motorpack was found to be functioning as intended. The root cause of the reported failure was unable to be determined. A review of the device history record (DHR) for hy1000t/serial number (B)(6) and hydros motorpack/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual, um0401-00-01, rev. C, was reviewed. 4.2.3: incomplete engagement of the magnetic latch could cause patient or user injury due to unanticipated movement of the motorpack and handpiece. Ensure the motorpack strike plate is correctly positioned against the magnetic block and that the magnetic latch switch is pointing towards the black indicator in the ¿on¿ position. 4.3.2: check that the handpiece-to-motorpack connection is completely taped. An incomplete seal could lead to fluid ingress, potentially damaging the handpiece or motorpack. 10.2: caution: do not allow fluid contaminant to contact the motorpack connector or docking switch, as this may cause accelerated corrosion of the motorpack's exposed metallic parts. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - hydros motorpack, a reusable component of the hydros robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the hydros robotic system displayed error e451 - system command exceeded attempts (3 attempts) and e910 - motorpack missing. Due to the inability to resolve the issue, the treating surgeon decided to abort the procedure. There were no adverse health consequences to the patient due to this event.